Event description:
It was reported that this patient's pump had not been replaced since end of battery life, but rather waited until the date of this report to have the pump replaced. The catheter was reported to have migrated out of the intrathecal space. Both the catheter and the pump were replaced and discarded. There were no associated patient injuries with this event. This device system was used to deliver dilaudid

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: catheter. (B)(4).